Event description:
A (B)(6) female pt called zoll customer to report that she was receiving check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been completed. Upon investigation the driven ground resistor r781 was open on the monitor c/a board, causing the reported check belt messages. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open r781 resistor. The pt rec'd a replacement monitor.